Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported to a follow-up in-clinic with unspecified over-sensing from their implantable cardioverter defibrillator. Device was reprogrammed accordingly. Patient was stable after the event.